Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position, difficult to remove, and peeling were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the whisper extra support guide wire was selected for use in the left anterior descending artery; however, during advancement in the guiding catheter, it was found to keep getting stuck and did not exit the tip of the guiding catheter. Resistance was also felt during retraction of the guide wire from the guiding catheter. A closer examination of the guide wire revealed that the guide wire polymer was peeling off. None of the peeling polymer entered the patient anatomy. Another guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.